Event description:
It was reported that the patient's rv pace/sense/defib lead had recorded 412 sensing integrity counts (sic) since (B)(4) 2010. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.